Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that on the first post-operative visit following an intraocular lens implant (iol) procedure three years ago, a patient complained about vision quality. The patient returned in (B)(6) 2016, and the physician noted glistenings of the lens. Additional information has been requested.